Manufacturer narrative:
The insulin pump passed the displacement test but the compromised force sensor alarm occurred during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was unable to perform the occlusion, a 33 prime and excessive no delivery test nor verify the rewind anomaly due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stuck in a rewind loop. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.